Event description:
Additional information received reported the patient received assistance from the manufacturer representative and their concerns were resolved. They had an appointment scheduled for 2015-(B)(6).

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40, lot# j0511409v, implanted: 2005 (B)(6); product type lead product ID 3387-40, lot# j0511409v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. They had noticed their tremors got worse a day prior to report. Their programmer showed the therapy was on and the ins battery was ok. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.